Manufacturer narrative:
Device evaluation: the lens was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was being implanted into the patient's right eye, the haptic got caught on the I-ring (pupil expander) and became distorted. The lens was removed and replaced with an anterior chamber lens during the same procedure. No information provided on the model of the replacement lens. There was no patient injury but incision enlargement was required to remove the lens. The lens was discarded. No further information was provided.